Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the report states: "the physician informed the cook representative that he had recently had a patient acquire post ercp pancreatitis due to an instinct clip that he had placed. The clip closed off the pancreatic duct with one of the jaws of the clip. The physician rescoped the patient, removed the clip and placed a pancreatic stent. The patient showed signs of improvement immediately following the clip being removed." The intended use of this device states: this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. This device is not intended for the repair of gi tract luminal perforations. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician applied a cook instinct endoscopic hemoclip to a post sphincterotomy bleed. The physician informed the cook representative that he had recently had a patient acquire post ercp pancreatitis, due to an instinct clip that he had placed. The clip closed off the pancreatic duct with one of the jaws of the clip. The physician rescoped the patient, removed the clip and placed a pancreatic stent. The patient showed signs of improvement immediately following the clip being removed.